Event description:
This report was received from baxter (B)(4). The customer reported a crack on the minicap. It is not known if the event is associated with patient use. There was no report of a patient injury associated with this event. A total of three minicaps were returned to baxter for evaluation. This report represents one of the incidents. No further information is available.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The sample was evaluated by the quality engineer. The reported problem was confirmed. A crack was found on the minicap. A leak test was performed which revealed leakage in the cracked minicap. A batch review was performed for the associated lot number gm1102010 and no exceptions were found in the manufacturing process that could be associated to the reported issue. The investigation confirmed that this defect was caused by the minicap supplier during the manufacturing process. A quality alert notification was sent to the supplier.